Event description:
It was further communicated on 10feb2025 that the cause of death was due to a self-inflicted gunshot wound/suicide. The pump was stated to be functioning properly until the patient's death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b: date of death corrected. Manufacturer¿s investigation conclusion: no device-related issues with the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient¿s outcome was not considered device or therapy related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to failure to thrive. Per ventricular assist device team, the patient passed away at home. It was reported that the patient's outcome was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.